Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). The information for the additional 510k is as follows: g4. PMA/510(k)#: k014123. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, contamination was observed in one (1) supplement bottle. There were no health impact or consequences reported.

Event description:
It was reported when using the bd bactec¿ mgit¿ 960 sire kit, contamination was observed in one (1) supplement bottle. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary- mgit 960 sire supplement kit batch 4242482 is composed of mgit 960 sire supplement batch 4193147, mgit 960 streptomycin batch 4159881, mgit 960 isoniazid batch 4159882, mgit 960 rifampin batch 4159883, and mgit 960 ethambutol batch 4159884. The batch history record reviews for the kit and each of its components were satisfactory and no quality notifications were generated. The complaint history was reviewed, and no other complaints have been taken on this kit batch or any of the components. Mgit 960 sire supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per standard operating procedures (sop). Antibiotics mgit 960 streptomycin, mgit 960 isoniazid, mgit 960 rifampin and mgit 960 ethambutol are manufactured by rehydrating components in usp purified water and mixing into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per sop. Eight mgit 960 sire supplement vials are then manually packaged with one vial of each antibiotic to make a mgit 960 sire supplement kit (material 245123). Retention samples from the components from kit batch 4242482 were available for inspection. For investigation, 12 retention samples of mgit 960 sire supplement batch 4193147 were inspected. None of the 12 samples contained contamination or foreign matter. For further investigation, 2 sets of 2 vials of sire supplement from batch 4193147 were incubated: 2 vials at 20-25-degree celsius and 2 vials at 33-37-degrees celsius. Each set of two contained 1 supplement vial that was left with the metal crimp cap and rubber septum intact, while the other vials' metal crimp cap was removed. At fourteen days of incubation, no microbial growth was observed in 4/4 incubated retention vials. There are 2 photos available for this investigation. One shows a vial of sire supplement batch 4193147 through a plastic sheet; crimp cap removed but rubber septum still in place. Another photo shows foreign material attached to the tip of the pipet, appearing to come from inside a sire supplement vial. This complaint is confirmed; however, no actions are indicated at this time as the defect could not be identified or replicated by evaluation of bd retention samples. Bd will continue to trend complaints for contamination and presence of foreign material.